Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, their stimulation was randomly turning off. And the issue began last night. Patient stated, they were charging their implant and the controller went blank/unresponsive. Patient mentioned, that the controller will shut off on its own ,when they are charging the implant and only using the controller. Patient asked, about implant longevity. Agent reviewed information. Patient noted, that they already have a message in to their doctor. During the call, agent walked patient through removing the battery pack and plugging controller into the ac power supply cord. Patient confirmed, controller powered on. Agent had patient re insert the battery and confirmed, controller was 80% and implant was 60% and the controller light was flashing. Patient confirmed, no visible damage to the recharger. Patient then connected the recharger and confirmed, recharging excellent. Agent reviewed with patient everything appears to be working as intended and reviewed general charge functions. Patient redirected the patient to their managing hcp to further address the issue. Pt called back and said, their hcp told them to call medtronic to reach their rep about this issue. Emailed local reps asking them to call the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial#: (B)(6)), product type: 0201-programmer patient, implant date: n/a, explant date: n/a. B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. I reached out to the patient and left a voicemail. No call was ever returned.